Manufacturer narrative:
Trackwise # (B)(4). Additional complaint record was created to capture unrelated failure mode(s) tw ID (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 16jun2021. This device was inadvertently misplaced in wayne complaints lab and found on 19oct2021. An investigation was conducted on 20oct2021. Signs of clinical use, heavily charred tissue and evidence of blood was observed on the jaws. The heater wire was observed to be flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The toggle was maneuvered to open and close the jaws. The jaws would open and close without any resistance. Based on the returned condition of the device and the evaluation results, the reported failure "mechanical problem; physical resistance/sticking" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the toggle on the handle sticking. They had to open another kit to finish the case. There were no patient affects. Polyfuse was not in effect.